Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. There is an actual sample returned for investigation. Based on complaint description it was stated the nurse found the catheter self-expelled from the patient. This kind of phenomenon was likely that the catheter has leak. Initial visual inspection conducted on the sample found no abnormalities. Upon inflating the balloon with 10ml of water, it was found that water was seeping through on 10mm approximately below of funnel part. Closer examination under magnification lens at the area of concerned revealed traces of scratch marks. Based on the picture 2, there is evidence of the shaft had come in contact with a rough or pointed object which caused detrimental to the shaft surface and lead to leak catheter. In current manufacturing process, the catheters are subjected to 100% water leak test after funnel molding process as per spm-a51-002. Catheter funnel and shaft will be immersed into water with continuous air flow to check for any leak or blockage. Any defects will be segregated before proceeding to next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spm-a52-004). Any defective catheter will be culled out. Based on the investigation, the leak on catheter may have likely happened due to in contact with rough or pointed objects causing cut on the tube. Therefore, this complaint could be not be confirmed.

Event description:
The nurse found the catheter self-expelled from the patient. The catheter was found in the urinary protection/diaper. The nurse tested the balloon and it auto-deflated when she removed the syringe.

Event description:
The nurse found the catheter self-expelled from the patient. The catheter was found in the urinary protection/diaper. The nurse tested the balloon and it auto-deflated when she removed the syringe.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.